Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the staff. It was reported that the patient expired. The exact cause of death was unknown. Per the reporter, the cause of death was unrelated to the patient. The pump was used to deliver baclofen.